Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum mod hd sz 44mm was returned and evaluated. Upon visual inspection the returned mod head has wear on the outside radius and there is no visible debris inside of the taper. There was impact mark on the face of the mod hd. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting osteolysis with pseudotumor. Mild erosion of the bone near posterior aspect of the femoral component around the greater trochanter was found. Tissue near the pseudotumor was noted to be friable and tan-yellowish. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause has been traced to manufacturing, however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05451.

Event description:
No additional event information to report at this time.

Event description:
It was reported that a patient had a left total hip arthroplasty (tha). Subsequently, approximately six years post op, the patient underwent a revision surgery due to pain and pseudotumor. During the revision procedure, significant osteolysis was noted with mild bone erosion and tissue damage. The head, neck, and liner were replaced and an active articulation bearing placed without complication. Additional information was requested however, no additional information was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products : item #139256 m2a taper adapter lot #093250 , item #us157850 m2a magnum cup lot #78550 , item #103202 taperloc stem lot #472750 . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03411, 0001825034-2019-03412.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a left hip revision approximately six years post-implantation due to a pseudotumor. Attempts have been made and no further information has been provided.